Manufacturer narrative:
A ge service rep identified faulty fan in the system. He installed a new fan and the system is now operating as intended.

Event description:
The customer reported that the images intermittently freeze up during an exam. No pt injury was reported.